Event description:
Independent repair center customer alleged unit is alarming or red light and the key failure is the pilot valve is not shifting. Additional malfunctions include the on/off switch has no alarms.